Event description:
Baxter novum lvp(large volume infusion pump) pump infused entire 250ml bag of lidocaine in a short time despite being programmed appropriately (slow infusion for pain). Patient had lidocaine toxicity that required intervention.